Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the patient was having difficulty positioning the antenna over the implantable neurostimulator (ins) to get desired coupling. It was very challenging for the patient, and she struggled every time she tried to recharge. Sometimes it took the patient 30-45 minutes to start a charging session. Using antenna locate (al), then attempting a recharge session resolved the issue. The patient was able to get all 8 coupling bars after using the al feature. It was noted that she was previously placing the antenna right over the ins, but it seemed to work better when she lined the top of the antenna over the top of the ins. The patient also reported that the ins was tilted; the ins felt like it was at somewhat of an angle under the skin. The ins was right at her waist, which also made it difficult to access the ins site. The patient noted the manufacturer representative was aware of recharging difficulties around (B)(6) 2014, and additional information received from the manufacturer representative clarified that the manufacturer representative was not notified of the ins being tilted. There were no reported patient symptoms. If additional information is received, a follow up report will be sent. The patient's indications for use included non-malignant pain.

Event description:
Additional information was received from the patient reporting that they had always had trouble connecting and getting good coupling. During troubleshooting and education on good practices, the patient received 6-8 coupling bars and the issue was resolved. The patient programmer had no problem connecting with the implanted device. An antenna locate was attempted and received 8 coupling boxes. Later the coupling boxes dropped to 6 boxes. There were no implantable neurostimulator (ins) pocket issues reported. This information is conflicting with the previously reported information regarding the ins pocket. There were no patient symptoms reported. The start date of these problems was reported to be (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).

Event description:
The consumer reported they were waiting to reply until they recharged again. The rep was very helpful, kind and patient. The patient stated it was still not easy to find the "needle in the haystack" spot to get good coupling. The remote to turn the stimulator on and off was so easy, the patient wondered why the recharging antenna wasn't as easy? The patient stated some of the recharging times have been frustrating. The patient stated all in all, the stimulator has been a god-send. If additional information is received, a supplemental report will be submitted.